Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the eri was the low impedance contact, which was still within normal range. It was reported that the low impedance resulted in a higher current drain, and the therapy impedance was not accurate since the open circuit was throwing it off. It was reported that the cause of the open circuit was not definitively determined. It was noted that the patient claimed to have fallen and hit their head a year or two prior to this report. It was stated that the patient remembered that the device was not working as well after the alleged fall. It was noted that the information from the patient may not be entirely accurate. It was reported that the result is that the extension was successfully replaced and the system is fully intact and working well now. Impedance measurements from pre-op and intra-op are listed below. Baseline electrode impedance (pre-op) c<(>&<)>0: 20,837 ohms c<(>&<)>1: 437 ohms c<(>&<)>2: 798 ohms c<(>&<)>3: 1,315 ohms 0<(>&<)>1: 18,045 ohms 0<(>&<)>2: 18,691 ohms 0<(>&<)>3: 19,876 ohms 1<(>&<)>2: 811 ohms 1<(>&<)>3: 1,402 ohms 2<(>&<)>3: 1,280 ohms palpating chest/extension connection in right chest c<(>&<)>0: 1,216 ohms c<(>&<)>1: 455 ohms c<(>&<)>2: 783 ohms c<(>&<)>3: 1,100 ohms 0<(>&<)>1: 1,240 ohms 0<(>&<)>2: 1,672 ohms 0<(>&<)>3: 2,269 ohms 1<(>&<)>2: 794 ohms 1<(>&<)>3: 1,202 ohms 2<(>&<)>3: 1,126 ohms palpating at right lead/extension connection c<(>&<)>0: 19,411 ohms c<(>&<)>1: 440 ohms c<(>&<)>2: 781 ohms c<(>&<)>3: 1,104 ohms 0<(>&<)>1: 17,063 ohms 0<(>&<)>2: 17,555 ohms 0<(>&<)>3: 18,803 ohms 1<(>&<)>2: 794 ohms 1<(>&<)>3: 1,190 ohms 2<(>&<)>3: 1,123 ohms palpating chest again to confirm results c<(>&<)>0: 1,375 ohms c<(>&<)>1: 443 ohms c<(>&<)>2: 802 ohms c<(>&<)>3: 1,097 ohms 0<(>&<)>1: 1,119 ohms 0<(>&<)>2: 1,507 ohms 0<(>&<)>3: 1,967 ohms 1<(>&<)>2: 786 ohms 1<(>&<)>3: 1,194 ohms 2<(>&<)>3: 1,123 ohms intra-op electrode impedance of right lead only through lead with ens and clinician programmer 0<(>&<)>1: 1,883 ohms 0<(>&<)>2: 1,988 ohms 0<(>&<)>3: 2,166 ohms 1<(>&<)>2: 1,477 ohms 1<(>&<)>3: 1,728 ohms 2<(>&<)>3: 1,429 ohms intra-op electrode impedance through new right chest device, new right extension, existing right lead c<(>&<)>0: 1,338 ohms c<(>&<)>1: 1,044 ohms c<(>&<)>2: 916 ohms c<(>&<)>3: 1,034 ohms 0<(>&<)>1: 1,795 ohms 0<(>&<)>2: 1,825 ohms 0<(>&<)>3: 2,038 ohms 1<(>&<)>2: 1,394 ohms 1<(>&<)>3: 1,704 ohms 2<(>&<)>3: 1,383 ohms.

Manufacturer narrative:
Concomitant products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension.

Event description:
Additional information was received. It was reported that the patient¿s revision surgery was completed on (B)(6) 2017. It was reported that electrode-0 was open and electrode-1 was lower than average prior to surgery. It was reported that the manufacturer representative palpated on right chest device and extension connection twice and confirmed impedances were normal both times. It was also reported that the right lead/extension connection was palpated and confirmed impedances were consistent with baseline results. It was reported that the surgeon confirmed that impedances were normal in the lead, so the extension was replaced. It was also reported that the right ins was replaced. It was confirmed that impedances were all within normal range through the right system. It was reported that the patient was doing well post-op. It was stated that due to patient¿s tiredness and the effect of anesthesia on the patient¿s tremor, it was decided to complete programming within four weeks of the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The representative reported that the patient's right ins was showing an elective replacement indicator (eri) even though it was implanted in 2015 and the left ins which was implanted at the same time was still at 2.88v. The representative reported that the patient had not been doing well, specifically the patient noted the therapy regarding fine motor skills was not as good as before. The representative reported that the patient "not doing as well" probably only started recently. The representative reported that the healthcare provider is planning on replacing the right ins on (B)(6) 2017. The representative reported that at that appointment, the healthcare provider will assess whether there are other issues with the system. The representative recorded that patient's settings and impedance measurements from an office visit yesterday when they noticed the device was at eri. The values are as follows: right system; results (ohms) hemisphere right amplitude: 3.00 c <(>&<)> 0 22328 0 <(>&<)> 2 18940 c <(>&<)> 1 466 0 <(>&<)> 3 20164 c <(>&<)> 2 821 1 <(>&<)> 2 811 c <(>&<)> 3 1335 1 <(>&<)> 3 1402 0 <(>&<)> 1 18580 2 <(>&<)> 3 1270 ======================================= group impedance program ohms ma --------------- --------- --------- r stn 824 4.227 ======================================= groups report ======================================= rate range (hz): 185-185-185 cycling on/off (?/?) Off softstart/stop (s) 8 right stn c /0 amp pw /1- (v) (æs) /2+ ----- ----- /3 upper 4.1 90 programmed 3.5 90 lower 0.0 90 resolution 0.1 na left system: neurostimulator status service life: ok battery: 2.88v ======================================= electrode impedance lead configuration 1x4 leads: model --------------- ---------- left stn 3389 results (ohms) hemisphere left amplitude: 1.50 c <(>&<)> 0 757 0 <(>&<)> 2 1058 c <(>&<)> 1 846 0 <(>&<)> 3 1265 c <(>&<)> 2 833 1 <(>&<)> 2 864 c <(>&<)> 3 1008 1 <(>&<)> 3 1190 0 <(>&<)> 1 884 2 <(>&<)> 3 896 ======================================= group impedance program ohms ma --------------- --------- --------- l stn 707 5.010 ======================================= groups report ======================================= rate range (hz): 185-185-185 cycling on/off (?/?) Off softstart/stop (s) 8 left stn c /0- amp pw /1- (v) (æs) /2+ ----- ----- /3 upper 4.1 90 programmed 3.6 90 lower 0.0 90 resolution 0.1 na

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.